Event description:
Acute pd facility reported that they were putting a pt on the manifold set in the hosp and the tubing which they had used had a rather large leak at the connection site. The pt was not treated prophylactically for contamination and consequently developed peritonitis. The sample is available for evaluation.